Event description:
Facility reported that upon opening the packaging of the device, a kink was noted in the arterial bloodline. Reportedly, the drip chamber was closed shut. The sample is available for evaluation.